Event description:
There has been no report of pt injury. A xenon lamp burst inside the lamp module of the opmi lumera 700 surgical microscope towards the end of a corneal suture surgical procedure. Pieces of glass from the burst lamp landed in the sterile field on the drape covering the pt in the lower chest and feet area. The surgical procedure was completed with the use of a back-up microscope after an approximate ten minute delay.

Manufacturer narrative:
The MFR recommends that the xenon lamp be replaced after a maximum of 500 operating hours or every six months. The number of hours the sys had been used is not known.